Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES DRAWER 3 POCKETS A1, A2, AND A3 WERE NOT DETECTED ON BUS. THE CUSTOMER REPORTED THERE WAS A DELAY IN DISPENSING MEDICATIONS TO THE PATIENT. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
ADDITIONAL INFORMATION: SECTION H IMDRF ANNEX CODES. A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 02-MAR-2019 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DEVICE WAS FAILED TO DETECT ON BUS. A FIELD SERVICE ENGINEER FOUND ROW A IN D10-03 DRAWER 3 NOT DETECTED ON THE BUS. DISCOVERED LIQUID MEDICATION SPILL. CLEANED DRAWER AND CUBIES. REPLACED ROW BOARD. RECOMMENDED REPLACING ONE CUBIE THAT COULD NOT BE FULLY CLEANED. VERIFIED FUNCTIONALITY USING HARDWARE TEST APPLICATION. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES DRAWER 3 POCKETS A1, A2, AND A3 WERE NOT DETECTED ON BUS. THE CUSTOMER REPORTED THERE WAS A DELAY IN DISPENSING MEDICATIONS TO THE PATIENT. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED, BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Drawer 3 Pockets A1, A2, and A3 were not detected on bus.The customer reported there was a delay in dispensing medications to the patient.As per part investigation, it was determined that the root cause was identified as thermal damage to component U300 on the Full Height Cubie PMC circuit board (P/N 151903 01) resulting from an electrical failure. This damage compromised the communication and control signals managing the Cubie pockets, leading to their malfunction.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer on.Correction: Unique Device Identifier (UDI)PART ANALYSIS:The reported condition of ¿D10PI-3 MAIN Drw 3 Not detected on bus¿ was confirmed by FSE and subsequently confirmed in the DCHU inspection process. According to work order #(b)(4), the FSE reported that D10 03 drawer 3 Row A was not detected on bus. The FSE inspected and found liquid medication spill, it was cleaned, and the FSE inspected drawer and cubies. Finally, the FSE replaced the row board and did a Hardware test application. The report was closed. During DCHU Visual Inspection: PN 151903 01: The ¿PCBA FH CUBIE PMC¿ was received with signs of thermal damage on component U300. During DCHU Testing: PN 151903 01: The testing from DCHU was not required due to the signs of thermal damage to the internal components of the PCBA. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause was identified as thermal damage to component U300 on the Full Height Cubie PMC circuit board (PN 151903 01), resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the Cubie pockets, leading to their malfunction.